Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in cartridge, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.

Event description:
During regular filling procedure, doctor/assistant noticed small, long-round burn on patient's lip. Treatment administered was antibiotic ointment. No other follow up treatment planned or required.